Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014, at 2:21 pm. Pt's son (ds) called in stating that pt was showing symptoms of her blood glucose being low. Pt's had symptoms of confusion, shaking and restlessness. The reading on the prodigy meter at the time of the event was 113 mg/dl. Paramedics were called immediately. Upon arrival paramedics tested pt's glucose with a result of 33 mg/dl. Approx 30 minutes passed between testing with pt's meter and the paramedic's meter. Pt was not transported to ER. Pt was treated with an IV by paramedics and given a peanut butter sandwich and orange juice. No additional glucose test results were provided. Pdc sent replacement and prepaid envelope requesting return of suspect device.